Event description:
Boston scientific received info that this right ventricular lead exhibited high pacing threshold measurement of 3.5v at 1.0 ms a few years post implant procedure. This rv lead was surgically abandoned and replaced with a new lead. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.